Manufacturer narrative:
(B)(4).

Event description:
It was reported that during intra-operative testing of the lead through the tunneling cable, there were several electrodes that were out of range. The healthcare provider (hcp) was unable to confirm whether it was the snap lid or the lead. The hcp opted to try another lead where no problem was then seen.